Event description:
It was reported that the patient's left hip was revised due to possible infection. The head, sleeve and competitor liner were revised to another ceramic head, sleeve and competitor liner. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following device were also listed in this report: device name# uni adaptor sleeve v40 ti; cat# 6519-t-204; lot# 29182752. It cannot be determined which, if any of these device may have caused or contributed to the patient's experience.